Event description:
It was reported that customer experienced battery life decline with pump. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up from customer technical support, and no additional information was received regarding the outcome of the event.